Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the healthcare professional observed that part of the optic was torn. The surgical decision was to leave the lens in the eye. The injector associated with this event has been retained by the healthcare facility. Although the injector is noted as having been prised apart by the reporter, its return and subsequent inspection may help to pinpoint root cause. The additional information received identified that the user removed the injector from the tray to insert ovd and close the flaps. This action is a deviation from our IFU. The injector should remain in the blister tray until ovd is inserted and the flaps closed. The removal of the injector from the blister tray can affect the position of the lens within the rotating cartridge which in some cases may result in a failed or damaged injection.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation the healthcare professional observed that part of the optic was torn. The surgical decision was to leave the lens in the eye.